Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device had a display anomaly. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test, and unexpected restart alarm test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The device was monitored and tested with no battery indication or display anomaly noted. The device had a cracked reservoir tube lip and minor scratches on the display window.